Manufacturer narrative:
The insulin pump received with blank display due to battery connector not plug in properly . Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm and weak battery alarm due to blank display.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 168 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display return after pump restart. Customer was assisted with self test and insulin pump passed self test. The insulin pump will be returned for analysis.